Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the zimmer dermatome was plugged into air and nothing happened when trying to use. It was also mentioned that they changed the air hose and it still had no power, just a grunting noise. Additional information received january 22, 2017 confirmed the event took place during surgery, before taking a split skin graft; however, there was no patient harm or injury. An alternate product was used to finish the procedure. A five minute delay occurred while this alternate dermatome was being obtained.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.